Event description:
A customer contacted beckman coulter inc (bci) regarding elevated troponin (accutni) results of 1.07ng/ml and 0.79ng/ml generated by the unicel dxc 600i synchron access clinical system for 2 patients. Upon repeat, the results were 0.04ng/ml and 0.38ng/ml respectively. The erroneous results were not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were serum that were centrifuged for 10 minutes at 3000rpm. A system check performed on (B)(6) 2010 just prior to the event met specifications.